Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the faulty electro-pneumatic proportional valve and manifold malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had an electro-pneumatic proportional valve malfunction leading to abdominal pressure control time being exceeded and due to a manifold malfunction, the displayed flow value was abnormal. There was no patient involvement.